Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no loss of prime warnings were found in the black box. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was found to be out of specification. The pump case was removed for further evaluation and the force sensor pins were found to be seated and the solder connections were intact. There was no evidence of cracked force sensor traces. The force sensor resistance rating was found to be within specification at 6.8k ohms. The returned battery cap was used during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).